Event description:
Pt receiving a 3hr chemotherapy infusion. Approx 2hrs 15 min into infusion noted fluid dripping on the floor. Noted approx 1 inch diameter puddle on the floor and the infusion pump was wet. Noted liquid dripping from the tubing. It was determined at this time to stop the infusion due to risk of exposure of chemotherapeutic agent to pt and staff. Pt did not get any of the agent on her, however, staff member did. Product was appropriately discarded, again due to risk involved with agent.